Manufacturer narrative:
Additional information: h6, h11 the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered faster than programmed. The reporter also stated there was a potential the pump wasn¿t programmed correctly (user error). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D1: the reported product is an unknown spectrum infusion pump. E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.